Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication errors. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication errors. The service engineer troubleshooted the ventilator on-site and found that the control printed circuit board was defective and needed replacement. The error was permanent. The user interface control cable and the control and monitoring pcb memory backup batteries also needed replacement. No faulty part or other information has been received despite reminders. If a defect related to the reported technical error code appears during startup, an audiovisual alarm will be generated and ventilation cannot be started. If the defect appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding technical error code. As no faulty part was returned for investigation and no device logs were received, the root cause could not be determined.